Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had compromised force sensor alert. Customer's blood glucose level was 390 mg/dl. Customer states drive support cap was sticking out. Advised to discontinue the use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. Also device received with missing segment/partial display, problem isolated to lcd board.